Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as an additional proglide device was used to achieve hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8fr sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, upon deployment of two proglide devices, cuff misses were noticed. The sheath was upsized to 14fr and the aaa procedure was completed. The third and fourth proglide devices successfully achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.